Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) placed as part of a trial procedure. It was reported the patient experienced a headache and neck pain due to a cerebrospinal fluid (csf) leak. Physician performed 2 blood patches and the issue has resolved.